Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Visual evaluation noted one unopened magic3 intermittent catheter was received. Visual inspection noted that the shaft was wavy/bent. This did not meet specifications which stated parts shall be free of mechanical damage, holes, tears, scratches, or gouges, when visually inspected. The reported event was confirmed. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that two magic 3 hydrophilic intermittent catheters were bent and also had empty burst packs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two magic 3 hydrophilic intermittent catheters were bent and also had empty burst packs.